Event description:
It was reported the subject device exhibited streaks on the screen and there was a dent about 2 cm from the tip. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection. Streaks appear on the screen was confirmed and dent about 2 cm after the tip was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable broken a definitive root cause could not be identified. Based on the results of the investigation, it is likely the streaks occurred due to video cable broken and cause for dent could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.